Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. A tear was observed resulting in a fluid leak on the unexposed portion of the soft cannula. No damages were found on internal components of the pod as a result. It could not be determined when this damage occurred. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient experienced high blood glucose (bg) levels while wearing the pod between 4 and 24 hours. Patient's mother reported bg levels were climbing despite bolus correction attempts. As treatment, a new pod was applied after the event. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) bolus(u): 10:30pm 346 (correction given), 11:30pm 450 (pod changed).